Event description:
On 02/09/1998, the MFR's (MFR.) Intl distributor informed the MFR via fax that a customer in their territory has reported four (4) events (ref. MDR #'s 1220923-1998-0010, 011 and 013 for the other three (3) reports) concerning this product. This report concerns the third event. The faxed report states the following: the events reported were related to four (4) units of this product and two (2) lot numbers. One unit was noted to be from lot #13595 and three (3) units were noted to be from lot #13706. Two of the devices were implanted by the same physician; however, the lot numbers implanted by this physician were not identified. The other two (2) devices were implanted by two (2) different physicians. The lot numbers these physicians implanted were not identified. The report states the problem was that the connection between the device and catheter broke off at the moment of implant. No further details were provided at this time.

Manufacturer narrative:
The device (no catheter) was returned to the MFR (MFR.) And has been analyzed as follows: visual and microscopic examination of the device septum revealed normal usage with no internal damage noted. A dark material was seen beneath the device septum at the 7 o'clock position from the bayonet lock. The catheter appears to have been torn flush with the device bayonet lock. The damage seen is consistent with excess force/turning being applied when attaching the device bayonet lock. The device was patent with no resistance felt when flushing with 5cc sterile water. A clear fluid with a few particles of biological material was collected. No leaks were noted when the device was pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report that "the connection between the catheter and the device body breaks at the moment of implant" has been confirmed. Excess force/turning when attaching the device bayonet lock may have caused the damage found during the MFR.'s analysis of the device. However, since the device catheter was not returned to the MFR. For analysis, no conclusion can be drawn as to the actual cause of this event. The MFR.'s investigation of this incident is inconclusive. No further details are available. The distributor will be notified of the MFR's findings and sent the device clinician's manual to be forwarded to the facility/physician for their review. The MFR. Is now closing the file on this event. Submitted to the FDA 4/21/1998.

Manufacturer narrative:
H.11. Corrected data section h.10. Additional MFR narrative the initial report submitted 4/21/1998, read. Device (no catheter) was returned to MFR and has been analyzed as follows: visual and microscopic examination of device septum revealed normal usage with no internal damage noted. Dark material was seen beneath device septum at 7 o'clock position from bayonet lock. Catheter appears to have been torn flush with device bayonet lock. Damage seen is consistent with excess force/turning being applied when attaching device bayonet lock. Device was patent with no resistance felt when flushing with 5cc sterile water. Clear fluid with few particles of biological material was collected. No leaks were noted when device was pressurized with air and fluid. Trend analysis was performed on similar incidents for this catalog/lot number and trend was not identified. Review of device history record did not reveal any mfg variances related to this event. Based on info available and results of MFR.'s analysis of deive, report that "connection between catheter and device body breaks at moment of implant" has been confirmed. Excess force/turning when attaching device bayonet lock may have caused damage found during MFR.'s analysis of device. However, since device catheter was not returned to the MFR. For analysis, no conclusion can be drawn as to actual cause of this event. MFR.'s investigation of this incident is inconclusive. No further details are available. Distributor will be notified of MFR.'s findings and sent device clinician's manual to be forwarded to facility/physician for their review. The MFR. Is now closing file on this event. Section h.10 should have read as follows: device (no catheter) was returned to the MFR and has been analyzed as follows: visual and microscopic examination of the device septum revealed missing chunks in silicone material with no internal damage noted. It appears that device catheter was irregularly torn flush with device bayonet lock. Slight compression marks are noted. Damage seen is consistent with excess force/turning being applied when attaching device bayonet lock. Device was patent with no resistance felt when flushed with 5cc of sterile water. No leaks were noted when device was pressurized with air and fluid. Trend analysis was performed on similar incidents for this catalog/lot number and trend was not identified. Review of device history record did not reveal any mfg variances related to this event. Based on info available and results of MFR.'s analysis of device, report that "device catheter broke from device body" has been confirmed. Excess force/turning when attaching device bayonet lock may have caused damage found during MFR.'s analysis of device. However, since device catheter was not returned to MFR. For analysis, actual cause of this event could not be determined by MFR.'s analysis of device. Therefore, MFR.'s investigation of this incident is inconclusive. No further details are available.